Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration (confirmed via x-rays). In turn, the lead was explanted and replaced with two new leads. Therapy was achieved post operatively.